Event description:
It was reported that the arterial blood collection needle became blocked, and no blood flowed out. After removing the needle and pushing the plunger, a blood-clot-like tissue was pushed out from the needle tip. The arterial blood collection needle and site were replaced, and blood collection was successful. No patient harm was reported.

Manufacturer narrative:
E1: (B)(6). H3/h6: no product samples, pictures, or videos were received for investigation. The complaint of needle blockage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.